Event description:
The international affiliate reported that a pt was admitted to the hospital in 2005 with abdominal pain, vomiting and diarrhea. IV fluids were commenced with potassium chloride. At 4:40 pm, the transfer set was found lying in the patient's bed disconnected. At that point, the transfer set was changed and prophylactic antibiotics (vancomycin and ceftazidime) were administered to the pt. How long the transfer set was in use is unknown. The next day the patient's effluent was cloudy, and antibiotics were continued to treat peritonitis. Four days later, the patient's wcc was 100, and nothing was found on a gram stain test. Twelve days later, peritoneal dialysis was discontinued and pt was put onto hemodialysis. The pt is now in stable condition and recovered from peritonitis.